Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mid left anterior descending artery (mlad). The 3.5x15mm nc traveler balloon dilatation catheter (bdc) failed to cross due to anatomy. Resistance was also noted during removal of the bdc. The procedure was completed with another unspecified device. There was no adverse patient effect and no clinically significant delay. No additional information was provided.